Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. Model number/catalog number: sc-8216-70; serial number: (B)(4); batch/lot number: 16766918; model/catalog description: artisan lead 70 cm.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure and was doing well postoperatively.